Event description:
It was reported that the patient experienced urinary incontinence from urethral erosion at the cuff. The artificial urinary sphincter (aus) was removed and a new aus was implanted. There were no further patient complications.